Manufacturer narrative:
A company representative has clarified that in addition to the backplane board being replaced, the power management board and the coiled cable with connector was also replaced before the iabp was returned to the customer for clinical use. Corrected fields: (the aware date was erroneously reported in the initial MDR and should have read (B)(4) 2018); (see additional narrative info above which was previously not reported).

Event description:
It was reported that during use on a patient, saline fell in the cardiosave intra-aortic balloon pump (iabp). However, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. An authorized getinge distributor evaluated the iabp and isolated failure to the backplane board. The backplane board was replaced to resolve the issue and the iabp passed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, saline fell in the cardiosave intra-aortic balloon pump (iabp). However, no adverse event was reported.